Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging and also wanted magnetic resonance imaging (MRI) capabilities. The implantable pulse generator (ipg) was replaced. The patient was stable post operation and doing well. The facility disposed the device per guidelines and will not be sending it back.